Manufacturer narrative:
Corrected data: device code:(B)(4). Additional data: device evaluated by MFR-device evaluation: lens was returned in a micro-centrifuge vial with moisture lens. Visual inspection found the optic and haptic torn, and torn piece is missing. Claim #(B)(4).

Manufacturer narrative:
Unk. (B)(4). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.00/4.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2018 and (B)(6) 2018, this did not resolve the problem. On (B)(6) 2018 the lens exchanged for a longer lens and the problem was resolved.